Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during an endoscopic sphincterotomy (est) using the subject device, the blade was broken off at the proximal section after one cut. There were no fallen fragments inside the patient. The intended procedure was completed with the subject device. There was no patient injury reported.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The device was not returned to us for investigation. However, the picture of the device was provided. Therefore, the investigation was implemented on the basis of the picture. The provided picture of the device revealed the breakage of the cutting wire. The manufacturing record was reviewed and found no irregularities. This event has already occurred in the past. Based on the result of a previous similar complaint investigation, it is possible to predict the cause of the reported event. Therefore, it was determined that the investigation by using devices of similar structure or similar devices was not necessary. Based on the picture of the device and the similar cases in the past indicates that the cause of the breakage of the wire might be in one of the following states. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That have caused the cutting wire to break. A. High frequency current was conducted between the exposed cutting wire and the tissue at the point of contact or the devices being closed to each other. B. High frequency current was conducted between the cutting wire and the distal end of the endoscope at the point of contact or the devices being closed to each other. C. High frequency current was conducted in the state of the coated portion of the cutting wire being torn, and the metal part of the forceps elevator were contacted while the forceps elevator was up. In the case of "c", a likely cause of the tear of the coated portion might be the following reasons. The slider was pushed more than needed. That have caused the cutting wire to deflect. The deflected coated portion of the cutting wire, and the metal part of the forceps elevator were came into contact while the forceps elevator was up. The tube was moved back and forth as a state of description "2". It can be assumed that the coated portion of the wire was scratched and torn from the effect of contacting the metal part of the forceps elevator. The above device handling has warned in the instruction manual.